Manufacturer narrative:
H3: product analysis #(B)(6):part # 436120c, lot # ca19l058, visual and optical inspection revealed some surface scratches but no damage to the gears. Functional inspection confirmed the body set screw and the end cap screw were able to be loosened and tightened. Once the screws were tightened the implant appeared hold its position. Unable to determine root cause of implant backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a cage. Initial surgery was performed on (B)(6) . Initial surgery was l3 pressure fracture, l3 vertebral body replacement. L1/2, l4/5olif, l1-5pps. Pre-operative diagnosis for this procedure was l3 compression fracture. It was reported that the cage backed out after the operation on 4/28. The cage was removed, new cage (with the same size) was inserted again, fixation was performed additionally at l2-4 with legacy anterior. Tt was said that the posterior fixation and cage placement were performed at the same time in lateral decubitus position. No fractures of the vertebral endplate were seen, and no looseness of screws was reported. There was a lot of looseness in the connection with the end cap.